Manufacturer narrative:
Findings: unit received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. No physical damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error received straight out of the box. Customer's blood glucose was 5.6 mmol/l. The customer was advised that we would send out a replacement on a same day swap.